Manufacturer narrative:
(B)(4).

Event description:
During inspection, covidien customer support engineer (cse) found the oxygen (o2) sensor to be cracked. The cse reportedly replaced the o2 sensor. The device passed all testing.